Event description:
It was reported that the atrial lead is exhibiting far field r-wave (ffrw) oversensing. It was also reported that there has been no intervention to date, however at the patient's next follow up there will be device programming to decrease the ventricular sensitivity, program the atrial lead to unipolar, and program to ddd(r) mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.